Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The patient was very sick and had a do not resuscitate order. Two mitraclips xtw (lot: 40221r1054), xtw (lot: 40304r1119) was implanted successfully, reducing mr to grade 2. The patient was stable and there were no issues during the procedure. On (B)(6) 2024, the patients breathing became labored and they passed away. The cause of death is unknown, but the mitraclip was thought not to be the cause. Both mitraclips were stable on the leaflets and there was no evidence of tissue damage.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported death and dyspnea were unable to be determined. The reported patient effects of death and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.